Event description:
On 4/29/1998 following a diagnostic procedure, an anglo-seal device was placed in a pt's right groin. On 6/11/1998 the pt contacted the MFR. He stated that a hematoma had formed immediately post device deployment which had not yet resolved, & he complained of ongoing pain in his procedure leg. The pt underwent doppler studies of his bilateral lower extremities on 05/21/1998 which showed evidence of an aneurysm on the right. The pt was also diagnosed with phlebitis of the left (non-anglo-seal) leg at this time. The pt refused compression of the aneurysm & was hospitalized to undergo anticoagulant treatment for the phlebitis. He was discharged home on coumadin, but as of the initial report date of 06/11/1998 he noticed that his aneurysm appeared to have doubled in size. According to the pt, on 06/12/1998 an ultrasound was performed which confirmed that the pseudoaneurysm had increased in size since the last ultrasound on 05/21/1998. A vascular consult reportedly recommended surgical repair of the artery. On 06/16/1998 the pt was reportedly taken to surgery. On 06/29/1998 the pt contacted the MFR to inform that he now has lymphedema & swelling which extends to his toes & also complained of general complications post procedure.